Event description:
It was reported that ICD discharged. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
Asku

Event description:
It was reported that ICD discharged. The device remains in use. No patient complications have been reported as a result of this event. It was further reported that an elective replacement indicator was triggered for premature battery depletion and a failed wireless transmission on the device. It was also reported that the patient experienced multiple shocks. The device was extracted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A voluntary medwatch form 3500 was received. (B)(4). Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A voluntary medwatch form 3500 was received. Please note that zeros were added to uf# to achieve (B)(4) format criteria. Evaluation summary: (B)(4) the actual longevity is < 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.